Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 20 seconds, the balloon ruptured in the front part. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.